Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that 'since 3 months after I had the pump installed, my pain pump remote goes to 90% where it takes 2-2.5 minutes to get to 100%, and then it takes 1.5-2.5 minutes to get the bolus. The doctor's office used my remote and it took 5 minutes and 22 seconds from start to finish. But it's not that it's the software or the hardware. I bolus 10 times a day, and I don't have an hour to do all that. All that time altogether throughout the day is 53-54 minutes of my time. I'm taking boluses, and you don't want to take an hour of your day just to get your medication. What can you do today or tomorrow that could get this fixed. If you're in a situation that if you had it, you wouldn't want it to take 5-6 minutes to get a bolus. If it takes more than a minute and a h alf to get to the 90%, or 2 minutes, then it takes 2-2.5 minutes to go to 100%. It takes 1.5 to 2.5 hours to give me the bolus, especially if I have to be mobile or work. At the healthcare provider's office, they do it (connect to patient's pump) within 60-75 seconds. Is this a normality where it takes 6 minutes to take your medication bolus or is that not normal.' The patient stated they were previously on 4 boluses per day and they know about equipment so that shouldn't impact storage. The patient was very frustrated about the situation and stated they will be calling back to be overnighted a replacement if clearing data does not resolve the issue. The patient asked if they have the latest software and why an updated software version/equipment has not been sent out yet. The manufacturer's patient services specialist (pss) assisted the patient in clearing data and reviewed clearingdata considerations. The patient will monitor the issue and call back if it persisted.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.